Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr calibrated the fraction of inspired oxygen (fio2) and ran the operational verification procedure (ovp). The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator was giving a low oxygen (o2) alarm and would not reset while the device was in use on a patient. The ventilator was swapped out for another unit. There was no patient harm associated with this reported issue.